Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the touch screen is not working. The keyboard latch, hinges and sliding rails are broken. The analyzer door is missing. The left hasp latch and the media door latch is broken. The company logo button and all bullets are missing. The rear cover is slightly broken, and the cooling fan is noisy. The upper radiofrequency (rf) head case is cracked, and the cable is worn, but still functional. The anti-slip layer is missing. The programmer will be decommissioned as it is no longer serviceable. If information is provided in the future, a supplemental report will be issued.